Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that x-ray suddenly stopped. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the system symptom's and issue pattern, the customer service engineer (cse) checked the system and found that the warning message "small focus defect" was visible in the log files. In this case a warning message for a defect focal spot is displayed to the user. Then an exchange of the tube can be triggered by the customer. If one of the foci has an issue, the system automatically switches to the next larger focus after three attempts. The same applies if the user selects a different organ program. In this case, the footswitch was pressed just two times, then there was no x-ray release for half an hour. After a half an hour the footswitch was pressed 3 times and the switch over was activated. The user manual notes the following: chapter "system messages / troubleshooting", sub-chapter "troubleshooting": "in case of a focus defect: message - "micro focus defect, sc" - "small focus defect, sc" - "large focus defect, sc" a focus of the x-ray tube has become defective. -- in case of a defective micro or small focus, you can use the next larger focus and continue working with this focus. -- contact siemens service." In normal conditions, an emitter has equal distances to the boundary plates in all circumstances. If the distances are not symmetric it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can cause various issues including arcing events. An extensive investigation could not be performed as the affected part was not returned to the manufacturer. In the opinion of the technical expert, the most probable root cause is an emitter issue causing the tube to fail. After hardware replacement there were no further issues reported and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.